Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications were not triggering to be refilled. A technical support specialist (tss) checked and confirmed that the medication station was configured to ignore stockout and critical low alerts, which explained why stockout alerts were not crossing. Guidance was provided to make the change: administration, site configuration, destination, search igil, uncheck "ignore adu stock out" field. The customer updated the configuration for the device, and the setting was successfully changed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications were not triggering to be refilled. The customer reported that medications were not crossing over to be refilled, resulting in multiple stockouts. Examples provided include electrolyte/peg, famotidine 20 mg, dextrose 40% gel, albuterol inhaler, and insulin. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.